Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation and observed stent dislodgement were confirmed. The reported difficult to advance could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficult to advance; however, the reported material deformation and observed stent dislodgement appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the renal artery with moderate calcification and moderate tortuosity. The 5.0x12mm herculink elite stent delivery system (sds) felt resistance through the 6fr introducer sheath. Upon removal from the anatomy, before the sds reached the lesion, the stent was noted to have struts bent in and out. Another sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the stent was dislocated on the delivery system. No additional information was provided.